Manufacturer narrative:
Upon further review, bd has determined that this MDR was initially reported in error as per the additional information received this event is not reportable. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the urine leaked from the base of the foley catheter. Per follow up with ibc via email on 26mar2021 the urine leakage occurred from the welding part between the outlet tube and the drain bag. There was a tear observed at the welding part between the outlet tube and the drain bag of the returned sample.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the urine leaked from the base of foley catheter.